Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number, no specific product description or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation for thermacare nonspecific product. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On (B)(6) 2022, a spontaneous report was received from the united states from a consumer via email regarding a female consumer (age not provided) who used an unspecified thermacare heat wrap. Medical history and use of concomitant products were not provided. On an unspecified date, the consumer used an unspecified thermacare heat wrap for an unknown indication. On an unknown date and time after using a thermacare heat wrap, the consumer experienced "severe" burns on her body. No additional information was provided.